Manufacturer narrative:
A partial lead with the distal tip measuring 53 cm was returned for analysis. Examination found external insulation abrasion at 41.6-41.8 cm from the distal tip consistent with friction to device can. The etfe coating of both re cables was intact in this region and ptfe tubing was intact. Electrical testing of the lead found no anomalies. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that the patient received inappropriate shocks for lead noise. The lead was explanted and replaced. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).